Manufacturer narrative:
The pump was not returned to mmdg for evaluation. A DHR review was performed and no non-conformances or issues were found. Because the pump was not returned mmdg was not able to investigate or confirm the complaint. This report will be updated if the pump is returned to mmdg.

Event description:
The initial reporter stated that the pump stopped during a feeding, and that there was no alarm. They stated that the pump was able to prime, but they could not get it to run. The initial reporter also stated that the patient did not have any adverse effects due to the complaint. (B)(4).